Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The electrode belt was found to have an open connection in the distribution node. There was a wire that came off a solder pad. The wire to the t9 pad was broken off. This made the system think that the ECG electrodes were not touching the skin. The distribution node was repaired and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to excessive force on the electrode belt cable. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.

Event description:
A male pt contacted lifecor customer support to report that he was receiving frequent gong alarms. Support sent a pt services rep (psr) to the pt to troubleshoot the problem as the pt could not download. The psr stated that the vest fit well. She downloaded. Support sent the pt a replacement electrode belt.